Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Threaded inserter tip broke off in implant and could not be retrieved.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported instrument confirms the complaint. Visual examination found significant scratching and gouging on the surface of the inserter. Previous investigations found the root cause to be user error and wear out. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.